Manufacturer narrative:
Corrected information: h10, h11 - remove statement placed in h10, as it was meant for h11 box. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/02/2024 a sales representative reported via sems- (B)(4) that an ar-1688-cp implant system internal brace black 3.5mm biocomposite swivelock tip broke off during insertion while doing an internal brace. The 3.5 black swivelock tip was successfully removed from the patient. They opened a new internal brace to finish the repair, which worked successfully. There were no adverse effects on the patient. This was discovered during a lateral ligament repair procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.